Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: compression distraction rod for locking hole ø 2.7 mm is difficult to screw into the plate, because the zero angle is hard to find without any additional help of another instrument. Surgeon had to take the drill sleeve to find the zero angle and continued to experience difficulty inserting the screw into the plate. In addition, the recess appears as if it is not deep enough and the stardrive screw driver does not hold. These events prolonged the procedure. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.